Event description:
As reported, during a laparoscopic incisional hernia repair procedure, the surgeon used optifix straight fixation device to fixate the ventralight st mesh. It was reported that after 8 fasteners successfully fixated the mesh, loose fasteners presented and were removed from the patient's body. It was reported that the device was jammed after 10th fastener. It was also reported that the temperature indicator black in color prior to use. There was no reported patient injury.

Manufacturer narrative:
As reported, optifix straight device failure to fixate mesh, exposed to temperature and jammed. Based on the information available, the most probable cause is the device being temperature exposed prior to use may have resulted in the performance issues reported. However without the device a definitive root cause cannot be determined. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The warnings section of the instructions-for-use (IFU) supplied with the device states "do not use if the center of the temperature indicator is black." Additionally, the IFU adequately describes the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. The sample was returned without the packaging and the allegation that the device exposed to high temperature could not confirmed. Evaluation of the sample finds the device guide wire and tip were significantly bent from the application of force on the device by the user. Based on sample condition the deployment issue were due to the force applied. The fasteners were not able to properly deploy due to the bent components which prevented proper fixation. No manufacturing anomies were found. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated

Manufacturer narrative:
As reported, optifix straight device failure to fixate mesh, exposed to temperature and jammed. Based on the information available, the most probable cause is the device being temperature exposed prior to use may have resulted in the performance issues reported. However without the device a definitive root cause cannot be determined. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The warnings section of the instructions-for-use (IFU) supplied with the device states "do not use if the center of the temperature indicator is black." Additionally, the IFU adequately describes the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Event description:
As reported, during a laparoscopic incisional hernia repair procedure, the surgeon used optifix straight fixation device to fixate the ventralight st mesh. It was reported that after 8 fasteners successfully fixated the mesh, loose fasteners presented and were removed from the patient's body. It was reported that the device was jammed after 10th fastener. It was also reported that the temperature indicator black in color prior to use. There was no reported patient injury.